Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. There are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(4). The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013 and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2013. Device not yet received for evaluation.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed june 11, 2014.